Manufacturer narrative:
A revision procedure was performed. During the revision, it was confirmed that the terminal pin for the defibrillation lead's distal shocking coil could be pulled out of the header without disengaging the setscrew. The lead was inserted and the setscrew was re-engaged. Then each lead section was slightly retracted to confirm that each terminal pin was secured. The crt-d and lead remain implanted and in service. No additional information is available. If any new information does become available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed so that only the three terminal pin segments were returned. Setscrew marks were noted on all terminal pins. There was a hole noted in the insulation. Resistance testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. The lead segments were found to be electrically continuous. The other noted damage was most likely induced during the explant procedure.

Event description:
Boston scientific received information that during a patient follow up, this cardioverter resynchronization therapy defibrillator (crt-d) and the associated right ventricular defibrillation lead presented with a shock lead impedance measurement of above 125 ohms. All other lead parameters were within normal range. The shock lead impedance measurement at implant and after wound closure was 55 ohms. The physician suspected that it was due to the new setscrew design. It was also reported that the physician followed the updates regarding the new setscrews during the implant procedure. No adverse patient effects were reported. Additional information was reported five years later that the patient with this system passed away. There were no further allegations against the functionality of the device or that the patients' death was related to the initial revision. The right ventricular defibrillation lead was explanted and returned to boston scientific.